Event description:
It was reported that, "c5-t1 acdf (procedure). Dynatran plate was used. C6 and 7 screws were implanted. When c5 screw was implanted, it went completely through the plate itself. Entire plate / screws were removed. New plate was used. Only able to implant 7 of the 8 screws."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.